Event description:
Ahmed device ophthalmic stent (serial number:(B)(6), ref fp7, lot: b1824) was implanted. Surgery was successful. Vision was normal 6 hours after surgery. The next morning, there was no vision from that eye. Eye pressure had gone from 23 to 2. Ophthalmologist reinflated eye. Pressure 10. The next morning, pressure 2. Ophthalmologist sutured tube closed and reinflated eye. Pressure maintained. Ahmed device contains an internal valve designed to maintain pressure no lower than 8. Device was defective and drained all fluid from eye causing posterior chamber to collapse. Choroidal membrane swollen and cellular debris covered lens. Further surgery was required to clear debris from lens.